Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product photos have been provided for review alert date: (B)(6) 2018). No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address loosening of the distal femur at the bone to implant interface. It was also stated that it appears that the sleeve did not ingrowth for long term stability, the construct broke at the stem/sleeve juction. The stem was well fixed in cement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. In addition to what were previously alleged, litigation alleges pain, fracture and personal injury.

Manufacturer narrative:
Additional narrative: the device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.